Event description:
Initial and follow-up information received on (B) (6) from a nurse and (B) (6) 2010, from a physician, respectively was processed together. This non-serious spontaneous case report from (B) (6) was received and upon medical review, has been upgraded to serious based on the reclassification for the event(s) following assessment utilizing the company's new device reporting tree - local reference number (B) (6). This case involves a (B) (6), female, patient, who received poly-l-lactic acid on (B) (6) 2010. Poly-l-lactic acid from batch a8027 was reconstituted with 6 ml sterile water and 2 % lidocaine (lindicane). On an unknown date, the patient reported experiencing atrophy from her poly-l-lactic acid injections. The patient is currently traveling and had sent photos of the affected areas to the physician reporter. The physician stated that it was difficult to make a judgment/assessment from the photos and the patient can't by physically examined. He stated that he thought it was possible the patient may have lost weight and that this may have been the cause, but he had not asked the patient regarding weight loss. The physician also mentioned that the patient was noted to have yellow in her eyes in the after photos (possible illness). Relevant medical history: unknown. Relevant concomitant medication: lidocaine. Action taken and corrective treatment - unknown. Outcome - ongoing. Physician's causality assessment: not provided.